Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.on 26 apr 2021, abbott diabetes care was able to contact healthcare professional who provided additional information regarding the event.

Event description:
A low readings issue was reported with the freestyle libre sensor. A pharmacist reported "the blood glucose sensor erroneously showed low blood glucose levels, causing the patient to stop taking insulin at home". As a result, the patient's "diabetic condition deteriorated severely with ketoacidosis" resulting in the treatment of insulin and hospitalization. There was no report of death or permanent impairment associated with this event. On 26 apr 2021, abbott diabetes care was able to contact healthcare professional who provided the following additional information regarding this event: the healthcare professional reported the customer's sensor displayed lower sensor values for several days, leading the customer to stop taking insulin. As a result, the customer began to experience abdominal pain, nausea, and vomiting. The customer went to hospital, where a blood glucose result of 125 mmol/l was obtained and the customer diagnosed with diabetic ketoacidosis. The customer was treated with insulin and "1 liter glycar" in the emergency room on (B)(6) 2021, then transferred to endocrinology and hospitalized for further unspecified treatment on (B)(6) 2021. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. An hcp reported "the blood glucose sensor erroneously showed low blood glucose levels, causing the patient to stop taking insulin at home". As a result, the patient's "diabetic condition deteriorated severely with ketoacidosis" resulting in the treatment of insulin and hospitalization. There was no report of death or permanent impairment associated with this event.